Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was provided for review and the following was noted: the access vessel show the tortuosity and calcification. A picture of the used device was provided and revealed that the distal end of the balloon appears to be bunched and tissue appears to be wrapped around the valve and the balloon. The hospital is holding the device and has not be returned at this time. During manufacturing the entire device is visually inspected and tested. During the balloon pleat, fold and forming process, the balloons are inspected for sizing, fold lines and distorted/pinched folds. During the flex tip assembly and bonding process the outer diameter of the flex tip is inspected and that the flex tip is fully seated. During final inspection by both manufacturing and quality, the entire device is inspected for missing components, incorrect assembly, and device damage (e.g. Kinks, cuts). The flex shaft is inspected for kinks, bends, cracks or deep scratches in the stent area that expose braid. In addition, the work order undergoes product verification (pv) using samples. All samples must pass the following tests pertaining to the complaint event. These inspections include: visual inspection to ensure the device is free from physical defects such as kinks, cracks, and loose or missing components prior to functional tests. A system retrieval force test is performed and during the force test met statistical acceptance criteria. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the complaint. A device history record (DHR) review was performed and revealed no manufacturing related issues that could have contributed to the reported events. A review of lot history revealed no other similar complaints. A review of the complaint history from december 2017 to november 2018 revealed other similar returned complaints for the trend category above were confirmed. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for all the trend categories. The reported event is an anticipated risk of the transcatheter heart valve procedure, since no manufacturing non-conformances or IFU/training deficiencies were identified, additional assessment of the failure mode is not required at this time. The complaint for delivery system withdrawal difficulty from vasculature was confirmed via imagery review. As the delivery system was not returned, it was not possible to confirm if a manufacturing non-conformance contributed to the complaint. A review of the manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. It should be noted that the commander delivery system was used with a 20f gore sheath. Procedural training manual instructions for thv retrieval is for use with the esheath, which has an expandable shaft to accommodate the delivery system and valve. Per the provided 3mensio and the customer experience report, the patient¿s access vessel had circumferential calcification and moderate-severe tortuosity with a minimum luminal diameter of 6.9mm. The imaging revealed that the delivery system was removed with tissue wrapped around the valve and balloon. This suggests that the device likely caught onto calcification and/or patient anatomy due to tortuosity, resulting in the observed difficulty to advance or retrieve the system. As a result, available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (valve withdrawal through non-edwards sheath). The complaint was confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported event. In this case, available information suggests patient factors (calcification/tortuosity) and/or procedural factors (valve withdrawal through non-edwards sheath) contributed to the complaint event. No product non-conformances or IFU/training inadequacies were identified, and the occurrence rate did not exceed the complaint control limit for the trend categories. Therefore, neither a product risk assessment, nor corrective or preventive action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During a transfemoral procedure, difficulty was encountered during insertion of a 23nmm commander delivery system into a 20fr gore sheath and an iliac artery rupture was found upon removal of the devices. As reported, an attempt was made to insert the delivery through a 20fr gore sheath with the 23mm commander system. The valve and system were unable to be advanced in the abdominal aorta. An attempt was made to retrieve the device though the sheath, but was unsuccessful. It was decided to attempt pulling the valve distal to the sheath and remove the devices together. Upon removal of the valve/sheath, the patient's blood pressure dropped, an abdominal occlusion balloon was inserted and emergency cut down was performed. The iliac artery was found to have ruptured. An aorta-bifemoral bypass graft was performed to repair the area. Once completed, the tavr procedure was performed through the graft without difficulty. Following initial closure, the patient remained hemodynamically unstable. The abdomen was reopened for exploration and 1 liter of blood was removed upon initial evaluation. The surgeon attempted to gain control of the bleeding without success. The patient subsequently expired on the table.